Event description:
Patient reported pain, sensitivity, bleeding, and dentist advised patient has tmj, gingivitis, and inflammation on gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.